Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose. The blood glucose reading was over 700 mg/dl. The customer stated that he was concerned that there was a difference between using the insulin pump and having an insulin drip. He complained of vomiting, nausea, confusion and dehydration. He stated that he treated with 2 corrections and his blood glucose levels continued to rise. He noted that his blood glucose was so high that the glucometer could not provide the reading. He also noted that on (B)(6) 2014, he had a bent infusion set cannula, as well as several no delivery alarms from the insulin pump. Upon troubleshooting, it was found that the insulin pump was working as designed and no leaks were found. No bent infusion set cannula was found during this event. Advised replacement of the insulin pump despite no issues having been found. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.